Event description:
A report was received that the patient passed away one week after ipg implantation. It is unknown if the patient's death was device or procedure related.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Device has not been returned.

Event description:
A report was received that the patient passed away one week after ipg implantation. It is unknown if the patients death was device or procedure related.